Manufacturer narrative:
The returned device was sectioned into eleven pieces about 0.5-1cm long and embedded in wax prior to receipt by atrium. The samples were examined grossly prior to being examined microscopically. The wall thickness of the explanted graft was measured and fell within specification. The indicated the graft had no wall defect that could have contributed to the formation of the pseudoaneurysm. In addition, the lot history of the graft was reviewed and found to have met all specifications. No definite cause can be determined.

Event description:
The patient visited the hospital for red swelling 6 months postoperatively. The patient underwent a re-do operation for possible graft pseudoaneurysm. The graft in the femoral region was torn about 2/3 around the diameter with pseudoaneurysm developed. The graft was torn sharply and the helix was detached from the graft.